Event description:
It was reported that during a lobectomy procedure, the device was fired and no staples deployed. The staple line was not checked prior to transection. The surgeon hand sewed to complete the case. No patient consequences were reported. The device was disposed of.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: on which firing(s) did this event occur (1st, 2nd, 3rd., etc)? Asku. Was buttressing material utilized? If so, which product? Asku. Were any difficulties encountered when closing on the tissue? Asku. Was the tissue pin in place prior to firing? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. Was proximal and distal control maintained on the tissue during the firing sequence? Asku. Was the staple line inspected for integrity prior to transecting the tissue? No. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Asku.